Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer changed the cartridge, infusion tubing and site after each alarm. The customer's blood glucose (bg) level was in the 300 mg/dl range. The customer addressed the high bg level with a correction bolus and has insulin injections if needed. As the customer changed the supplies to the pump prior to contacting tandem technical support, troubleshooting to determine a possible cause of these occlusions was unable to be determined.